Manufacturer narrative:
(B)(4). Testing of the lead (model 3487a, serial number unk) revealed broken conductor wires. The #0 and 2 conductors were broken 16.5 cm from the distal end. Continuity was acceptable on conductors #1 and 3.

Event description:
The pt's lead broke after (B)(6) of use. The lead was explanted and replaced. The pt was not injured. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.